Manufacturer narrative:
Hardware low level failures error confirmed in the device history due to cold solder joint on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported for motor pic failed self-test. The customer¿s blood glucose level was 74 mg/dl at the time of the incident. Customer reported self-test was not ok. Customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.